Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring iii proximal seal had problems loading. It was pushed too far in so that the seal would not shape correctly. It reportedly came out of package this way and was discovered during set-up for the case. The case was completed with a new kit. There were no patient effects the product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the loader was in the seal and the plunger was not depressed. A supplemental report will be submitted when the investigation is completed. (B) (4)